Event description:
During review of the table prior to use, it was determined by the hospital's staff that the stables tilting mechanism's assembly had failed and the bolts were sheared.

Manufacturer narrative:
Initial notification, will advise after review of failure ((B)(4) 2011).